Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that gallium scintigraphy showed the accumulation around the outflow side of the pump and under the skin of the mid abdominal wall. Only serratia was detected. The infection became out of control and the pump was exchanged to heartmate 3. The patient has been placed under observation since pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6), and the reported infection could not be conclusively established through this evaluation. The pump, (B)(6), was returned assembled with the percutaneous lead severed approximately 1 inch from the pump header. The severed portion of the driveline was not returned with the pump. The sealed inflow conduit and sealed outflow graft were returned attached to their respective pump ports. The outflow graft bend relief was returned detached from the pump. The proximal and distal-sides of the pump stators showed no evidence of deposition or thrombus. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05mar2017. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Heartmate ii lvas IFU lists infection as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that gallium scintigraphy showed the accumulation around the outflow side of the pump and under the skin of the mid abdominal wall. Only serratia was detected. The infection became out of control and the pump was exchanged to heartmate 3. The patient has been placed under observation since pump exchange.

Manufacturer narrative:
This event was determined to be a duplicate to MFR#2916596-2021-07603. The investigation findings will be submitted under MFR#2916596-2021-07603.